Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician advanced a 20mmx1.50mm apex balloon to dilate the lesion. The apex balloon ruptured at rated burst pressure (rbp) after an unknown number of inflations. The procedure was completed with a different 20mmx1.50mmapex balloon. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The physician advanced a 20mmx1.50mm apex balloon to dilate the lesion. The apex balloon ruptured at rated burst pressure (rbp) after an unknown number of inflations. The procedure was completed with a different 20mmx1.50mm apex balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the distal extrusion was kinked at 14.2cm distal to the port. There was a large build-up of solidified blood and contrast media present inside the inflation lumen and balloon. An examination of the balloon material could not identify any tears or holes. Several attempts were made to inflate the balloon without success. The device was immersed in warm water in an attempt to dissolve the solidified contrast media, however all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).